Event description:
Procedure type: low anterior resection. Pt gender: unk. According to the rptr: after firing, a part of proximal tissue remained uncut and the device could not be removed. The anvil was disengaged from the device, and a new anastomosis was created. Oozing bleeding under 200cc occurred. No pt info has been disclosed.